Event description:
An asp-can-4l lipofilter canister imploded during surgery in the operation room.

Manufacturer narrative:
Due to indications of device imploding, the occurence was determined to be reportable to the FDA. There were no injuries in this event.